Event description:
This lead had to be revised due to dislodgement. Patient reported severe pain prior to revision. Physician also noted intermittent pacing. The lead remains actively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.